Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer stated a discrepant architect havab-m result was generated when architect havab-m reagent lot 93794hn00 was in use. The initial suspect patient result had generated a (B)(6) result (no data provided by the customer) which was reported out of the laboratory. The patient was admitted to another hospital in the system and was retested for (B)(6) where a (B)(6) result was generated with the ortho clinical fusion test method (no data provided by the customer). The patient did not receive any treatment based on the (B)(6) result, therefore, there was no impact to patient management.